Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "leakage" and "features of intracapsular damage". Later, healthcare professional reported "rupture of the implant", "capsular contracture baker grade ii", "post-lactational atrophy of breasts" and "breast asymmetry". This record is for the left side. The device remains implanted. Explant surgery is scheduled, and the explanted device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: : observed an opening through microscopic inspection assessed as surgical damage and observed broken device through microscopic inspection assessed as unidentified (tear) opening and surgical damage, observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non penetrating nick and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "leakage" and "features of intracapsular damage". Later, healthcare professional reported "rupture of the implant", "capsular contracture baker grade ii", "post-lactational atrophy of breasts" and "breast asymmetry". This record is for the left side. The device remains implanted. Explant surgery is scheduled, and the explanted device will be returned.